Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. The customer unpairs the transmitter and repairs it and it still looses connection at the time of call. The customer did unpair transmitter from pump prior to calling. The customer had experienced hyperglycemia. The event involved product(s) unk_sensor, mmt-342g, mmt-441ag, mmt-1884, and mmt-7841zn. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the loss of communication and the customer reported the pump and transmitter were not communicating as the transmitter serial number was intentionally removed from the pump. No further patient complications were reported. No product return is required for unk_sensor, mmt-342g, mmt-441ag, and mmt-1884. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned.